Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The analysis result for the el5ml instrument found that it was returned empty and locked out. The instrument is designed to lockout when all the clips have been fired. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a lap cholecystectomy procedure, the device did not fire correctly. The clips that did fire were crossed at the end. They got a new device to complete the procedure. There was no pt consequence.